Event description:
Please note that the date of the event could not be obtained from the customer. The complainant has reported that a patient (age& gender unknown) underwent a therapeutic hemostasis procedure within the stomach for treatment. The clinician stated that the resolution clip device would not release from the catheter resulting in further tearing of the stomach lining. A device prior to this one was used, but with the same results; therefore, the clinician used a competitor's device to stop the bleeding. The patient did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number . Please note associated medwatch report 6000048-2006-00514.